Event description:
As reported by the user facility: event 2: reason of complaint: reports of leaking safesite valves from theatres. The team there remove the cap from the valve and leaking occurs - has been prominent with blood leaking from the valve.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.